Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices inner cannula were very tight and difficult to remove. It was reported that the inner cannulas were made from different plastic which caused sticking and were difficult with use. The customer reported that the patient outcome is unknown.

Manufacturer narrative:
Additional information: (patient code). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while checking the product prior to insertion, the devices inner cannula were very tight and difficult to remove. It was reported that the inner cannulas were made from different plastic which caused sticking and difficult with use. The customer reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample of cuffless tracheostomy tube was received for evaluation. The received components are one cuffless tracheostomy outer cannula, one inner cannula with integral 15-mm twist-lock connector, one inner cannula with closed lumen and low-profile connector, one cannula with open lumen and low-profile connector and one obturator, all the received components are size 6. A functional test was performed inner cannulas were inserted and locked into the outer cannulas and difficulty was observed at the time of locking and unlocking the cannula. A torque test was performed using the inner cannula with integral 15-mm twist-lock connector. It was measured 2.95 lbs/in, this reading was taken using torquemeter and is not within specification. The failure mode defective component is confirmed. The investigation isolated the failure to: high torque of the inner cannula, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.